Manufacturer narrative:
The ge service rep checked internconnect cable and lemo connector, both in poor condition. The rep found pins bent and pushed in on the lemo connector. Straightened and repaired pins, tested system, it is functioning normally again, but suggest that both the cable and connector be replaced due to their condition. Replaced cable and connector, verified system operation, system operating as intended.

Event description:
The customer reported that the live image only shows half of the view on screen. No pt injury was reported.